Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing the respiratory rate trend/minute ventilation signal. A jump in the right atrial (ra) pacing impedance measurements was also observed. Testing was able to reproduce one elevated ra impedance reading during pocket manipulation. No changes were made and the crt-d remains in service. No adverse patient effects were reported.